Event description:
It was reported that the customer's pump was dropped on the floor and subsequently would not turn on, as the screen remained dark and unresponsive. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer through troubleshooting steps, including verifying the pump's power connection and trying different charging methods. When these attempts did not resolve the issue, it was decided to replace the pump. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also guided on how to put the pump into storage mode before returning it, and arrangements were made for the return of the faulty pump using a pre-paid label.